Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redy1734 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the brown lumen is flushed with ns, catheter is leaking through a slit/hole at -0.5 distal to the catheter zero mark, between the needless cap and the catheter zero mark. New PICC placed (B)(6) 2020.

Event description:
It was reported when the brown lumen is flushed with ns, catheter is leaking through a slit/hole at -0.5 distal to the catheter zero mark, between the needless cap and the catheter zero mark. New PICC placed (B)(6) 2020.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be use related. One 5 fr triple lumen powerpicc provena solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. An approximately 0.4 cm long longitudinal split was observed in the grey lumen of the catheter between the distal end of the bifurcation and the 0 cm depth marker. What appeared to be a longitudinal crease in the catheter was observed to extend about 1.5 cm from the distal end of the observed split. The catheter was observed to be slightly flattened at the location of this damage and appeared to have been compressed. A microscopic observation revealed the 1.5 cm crease in the catheter was actually a partial split, which was adjacent but not connected to the 0.4 cm long split. Another 1.5 cm long partial split was observed in the catheter directly opposite to the other partial split. These two partial longitudinal splits were observed to still be connected on the interior of the catheter but split on the exterior surface of the catheter. The cross-section of the catheter at the location of this damage was observed to be elliptical and the partial splits were observed to be located at the opposite corners of this elliptical cross-section. The surface of these partial splits and of the full split were observed to be flat and granular, which is indicative of a tearing failure mode. The location and physical characteristics of the observed split and partial splits in the returned catheter suggest the catheter was most-likely damaged due to prolonged circumferential compression, which could be caused by some securement devices and/or dressing techniques. A lot history review (lhr) of redy1734 showed no other similar product complaint(s) from this lot number.